Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on and mesh was implanted concurrently with post repair of vesicovaginal fistula and removal of eroded mesh due to sui, post complications of mesh reconstruction of the anterior vaginal wall, ureteric injury and vesicovaginal fistula. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.